Event description:
The customer reported that their device had its service indicator illuminated and would not charge defibrillation energy. The device would show a "cannot charge" message on the display. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assembly was further evaluated in the failure analysis center and the cause of the reported failure was determined to be a shorted and burned capacitor, designator c25. It was also observed that capacitor c51 was missing from the pcb.